Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit failed the initial power connect test with no response. This characteristic is indicative of a failed power supply pcb (printed circuit board). The power supply pcb was replaced with two known functioning power supply's. Neither could initiate the initial power connect test. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power control pcb was defective. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. This unit was manufactured 19 dec 2012 and will be replaced.

Event description:
The event is reported as: the customer alleges the unit shuts down during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 10/27/2011. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The event is reported as: the customer alleges the unit shuts down during use. There was no patient harm reported.